Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer reference number:3006705815-2023-05884. It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. It was also reported that the patient's lead had migrated. As a result, surgical intervention was taken place on (B)(6) 2023 where the ipg and leads were replaced to address the issue.

Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.